Event description:
The lead was explanted, returned, and subsequently tested out of specification during manufacturer's analysis. There is no indication that the death was device related. A nurse from the patient's doctor's office said they did not know the cause of death, but were aware the patient died in a nursing home.